Event description:
It was reported that during a lobectomy procedure, as the release button was hard and could not be pushed, the device could not be removed after the third firing. The tissue of the patient's side was cut with another device, and the device was removed from the patient. The deployed staples were formed properly. Reinforcement material was not used. The tissue was thin. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
Pt revised for osteolysis, polyethylene wear and fractured trochanter.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. A batch record review was performed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)